Event description:
The patient that was on a firststep select mattress was sitting on the edge of the bed eating; the mattress was deflated to allow the patient to eat in an upright position. The patient reached for something and slid off the bed and sustained an open fracture to her toe. The surgeon opted for an immediate amputation of the toe because it was felt that the patient wound not heal with other measures; the patient had "bad cardiac disease".

Manufacturer narrative:
There was no indication or report that the firststep select malfunctioned. The device was found to be operating properly and within specifications when tested upon return to the kci service center. Kci is reporting this event pursuant to our current policy: "without regard to whether the kci product may have caused or contributed to a death or serious injury, any death or serious injury associated with partial or complete exit from a kci surface or bed will be reported". Firststep select labeling states under "risks and precautions": patient migration - warning: specialty surfaces have different shear and support characteristics than conventional surfaces and may increase the risk of patient movement, sinking and/or migration into hazardous positions of entrapment and/or inadvertent bad exit may be increased".